Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, when loading the device before entering the trocar, the instrument immediately ejected the clips. After trying to load the clips several times, the problem still remained. Another device was used to complete the procedure. There were no adverse consequences for the patient.